Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6), 2007 as part of a clinical study. Subsequently, the patient was revised on (B) (6), 2010 due to asceptic loosening and groin pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The device is part of a clinical study and not available for evaluation.(B) (4).